Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in the patient for the endovascular treatment of an unknown size aneurysm at an unknown date. It was reported that the patient presented emergently at the healthcare facility at an unknown date, approximately 5-6 years after the implant of the endurant ii stent graft. It was noted that the suprarenal and the graft had been dissected. An intervention was performed where a cuff was implanted and the issue has resolved. No cause of the event was provided. No additional clinical sequalae were reported and the patient will be monitored.